Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue damage (mitral valve injury) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficult to remove resulting from anatomical interaction appears to be due to user technique/procedural circumstances. The reported difficult to open or close (clip open ¿ difficulty) appears to be due to tension on the device likely resulting from the device maneuvering process/troubleshooting which likely caused the reported material separation resulting from l-lock tab detachment. However, difficulty closing the clip and difficult to remove (cds/sgc) were a cascading effect of material separation as the cds and sgc were retracted together, and the devices were removed. The reported tissue damage was likely a cascading effect of the difficulty removing the device from anatomy. The reported additional therapy/non-surgical treatment, removal of foreign body and surgical procedure appears to be due to case specific circumstances as cut-down was performed and the clip was surgically removed from the femoral vein. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4+.the first clip was implanted without issues.to further reduce mr, a second clip was advanced, however after positioning the clip in the left atrium, the clip interacted with chordae and a chordae rupture occurred. An attempt was made to invert the clip to free the clip, during this maneuver tension was felt. The cds was retracted in the atrium and it was observed, the clip was no longer attached to the delivery catheter (dc) tip; the l-lock tabs detached. An attempt to close the clip was unsuccessful, because the clip was no longer attached to the dc tip; however, the gripper line was still attached to the clip. The mitraclip delivery system was difficult to remove from the steerable guide catheter. The cds and sgc were retracted together, and the devices were removed. A cut-down was performed and the clip was surgically removed from the femoral vein. Mr was reduced to 2-3. The patient remained stable. No additional information was provided.